Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0414 captures the reportable investigation results of balloon torn longitudinal. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual and microscopic evaluation found the balloon had a longitudinal tear. No other problems with the device were noted. The returned device had a longitudinal tear. It is likely to have occurred due to factors encountered during the procedure, it can be due as excess pressure, interaction with other devices, or anatomical factors. Also, it is possible that interaction with any kind of sharp surface during/previous to the procedure could create friction on the balloon, causing the longitudinal tear during the procedure. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the papilla during a papillary dilatation procedure performed on an unknown date. During the procedure, when trying to inflate the balloon, it did not inflate. When it was checked outside the patient it was confirmed that there was a hole in the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon torn longitudinal. Please see block h11 for full investigation details.